Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:28:28. During night drain cycle four, the patient's ultrafiltration reading was 1254ml, indicating the home patient (hp) drained 1254ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was undetermined. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a follow-up report will be submitted.